Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and determined that the speaker malfunctioned and needed to be replaced. The customer was provided a replacement speaker to resolve the issue.

Event description:
It was reported that dthe device displays a speaker malfunction and makes no sound. The device was not in use on a patient at the time of event, there was no patient involvement.